Manufacturer narrative:
H10, h3, h6: the device was being used during treatment when the entire computer went down during tibia free collection. The log files were returned for evaluation. The DHR was reviewed for software version (rc-6103) and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. The log files confirm that system went down during tibia free collection as they do not show any naviointraop crashing. Therefore, the root cause of the issue was due to software failure.

Event description:
It was reported that during uka case, doctor completed the tibia free collection. Noticed the continue button did not light up to move forward with planning, so added a couple more points to the mesh. When this happened, the screen immediately went black and shut off. Navio was rebooted, doctor hit resume operation in the same case, and then had to re-register and start over.